Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section: - the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found due to damage on right/ left (r/l) knob, r/l knob does not move smoothly. Furthermore, the following additional issues were identified during inspection: the distal end has foreign material, and the adhesive around the light guide is dirty, the grip has a scratch, the switch box has a scratch, the up/ down knob has discoloration, the air/ water cylinder has no color, the suction cylinder has no color, the plug has discoloration, due to wear of the angle wire, bending angle in the right direction does not meet the standard value, the connecting tube has coating peeling, and adhesive around the objective lens has wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the left/ right knob remains locked on the evis exera iii duodenovideoscope. The issue was found at the end of a diagnostic, endoscopic retrograde cholangio pancreatography procedure. The procedure was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end has foreign material, and the adhesive around the light guide is dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.